Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Customer¿s blood glucose level was 144 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
On january 5, 2024, manufacturer reported they initially provided the incorrect pump serial number and have sent in corrected details. On january 5, 2024, manufacturer reported they initially provided the incorrect pump serial number and have sent in corrected details.